Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a varicose band ligation of gastric fundus procedure performed on (B)(6), 2022. During the procedure, the bands were mixed together and were unable to deploy. The device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Block h10: investigation results one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with seven bands attached; however, some of the bands had overlapped and two of the bands were broken. The trip was not secured in the handle slot and the slack was taken up correctly. Microscopic examination was performed and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problem with the device were noted. A media inspection was also performed and it was observed the ligator head outside the patient with some of the bands had overlapped and two of the bands were broken. The reported event was confirmed. The overlapped bands indicates a deployment problem possibly related to the damages observed on the ligator head teeth. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Failure to follow this step could have caused the trip wire to slip through the handle assembly and can affect the required precision of the device, leading to bands deployment problem. Additionally, the device was reported to be used in the gastric venous. Per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction". Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction block e1 (initial reporter address 2 and city)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a varicose band ligation of gastric fundus procedure performed on (B)(6) 2022. During the procedure, the bands were mixed together and were unable to deploy. The device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.